Event description:
Pt with colon cancer, reported an incident in which the illusion completed 24 hours sooner than expected. Reporter states no pt injury resulted. According to the reporter the pt was on a folfax 6 regime. The device contained an unknown concentration of 5fu, an unknown concentration of heparin,and 5% dextrose for a total fill volume of 94.5 ml.